Event description:
It wasn initially reported on (B)(6) 2013 that the therapy never worked for the patient. All programs had been tried and the reporter wanted the device reprogrammed. It was noted the patient had success during the trial. About a week later it was noted the manufacturer representative had an appointment with the patient on 2103-10-02. The manufacturer's representative later reported that they did not have any updates on this patient. It was later reported on (B)(6) 2014 that the implant was replaced because the therapy wasn't working. A reporter from the doctor's office noted that the patient did not have 50% or greater symptom reduction. The event cause was not determined; it was unknown if it was device related. The patient was reprogrammed several times with no results for improved therapy. The implantable neurostimulator (ins) and lead were replaced on (B)(6) 2014. The patient recovered after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v875335, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).